Manufacturer narrative:
Concomitant products 5076-52 lead implanted: 2008-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances and thresholds on the pace/sense portion of the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.